Manufacturer narrative:
H3) device evaluation: medtronic led an evaluation of the reported bipolar maryland forceps, the associated device logs and a provided image. One image was received for evaluation. The image depicted the distal end of a bipolar maryland forceps. Part of the white pulley can be seen as disengaged and next to the instrument. The blue energy cable was also disengaged. Evaluation of the logs indicated that no errors were triggered on the bipolar maryland forceps. The use life was two hundred and sixty-four minutes with a use count of three. Visual inspection of the returned bipolar maryland forceps noted no corrosion on the electrical contacts. There was no damage noted to the jaws. Microscopic inspection of the drive cables noted two were frayed. Part of the white plastic pulley was disengaged and not returned. The energy cable was disengaged. The puck and drive cable were both displaced on the side of the disengaged piece. Functionally, the jaws were manipulated into multiple positions in order to inspect the cables. The jaws could not achieve the full yaw or pitch in some of the positions. Electrical testing was performed and the bipolar maryland forceps was read with no observed failures. Evaluation of the bipolar maryland forceps confirmed the reported condition. The most likely root cause for the observed plastic fracture condition may be attributed to the current jaw subassembly design. The pulley fractures are caused by high cyclic forces from the instrument drive unit (idu) motors combined with a thin plastic wall condition in the pulley. Improvements have been initiated to mitigate this condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic pyeloplasty procedure, during kidney mobilization the bipolar maryland forceps (bmf) broke and the distal tip fell into the patient. The disengaged piece was retrieved using a laparoscopic instrument. The bmf was replaced with a new instrument to complete the procedure. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic pyeloplasty procedure, during kidney mobilization the bipolar maryland forceps (bmf) broke and the distal tip fell into the patient. The disengaged piece was retrieved using a laparoscopic instrument. The bmf was replaced with a new instrument to complete the procedure. There was no patient injury.